Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 81-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent impella cp implantation via percutaneous right femoral arterial access. During impella support, the patient was noted by nursing staff to have decreased urine output with red discoloration reported during a phone round, raising concern for hemolysis. At that time, device flows were stable at 3.4¿3.5 l/min on p-7, mean arterial pressures were in the 80s, and no suction alarms were reported. Bedside echocardiographic assessment indicated appropriate pump position at approximately 3.2 cm, and subsequent confirmation via imaging supported good positioning. No additional laboratory or clinical indicators of hemolysis were reported aside from discoloration of urine, and labs were reportedly within acceptable parameters. Afterload reduction was implemented as part of clinical management. The device was not removed due to a confirmed failure mode. Despite ongoing management, care was withdrawn, and the patient expired. The relationship between the impella device and the reported hemolysis remains unknown. This will be reported as hematuria due to no supportive diagnosis of hemolysis. The patient expired following withdrawal of care, and device contribution to the adverse outcome cannot be determined based on the available information. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock.

Manufacturer narrative:
Additional information has been provided in d3. Hematuria/pdi: the cause of the injury was not determined due to insufficient clinical details.